Event description:
It is reported that: the pt had a revision surgery in (B)(6) 2012 due to an infection. The pt states that since (B)(6) 2012, his hip has dislocated four times. Each dislocation required a surgical adjustment. The last dislocation was in (B)(6) 2012. The pt is scheduled for an MRI and blood work on (B)(6) 2012. The pt states that he is going to have a second revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.